Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited constant lec 1821. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the device was powered up and alarmed ec1821 which is an issue with processor on the circuit board. Service will replace the circuit board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.